Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. The pump was monitored without a battery for 10 minutes. After re-inserting the battery, no unexpected battery alarm was noted. The sleep currents were within specifications and the pump passed the self test. The pump was received with a cracked reservoir tube lip and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarms weak battery. Customer indicated that different and new batteries have been installed, but that pump does not power on. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.